Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 19/36 kit w/slot. The customer states that there are cracks on the top of the catheter body and lower part of the suture wing. There is liquid leaking from the catheter. Patient involved without injury. During hemodialysis, there are apparent liquid leakage at the junction of the lower part of suture wing and the top of the catheter body. The patient had received a new catheter placement. The procedure was for long-term hemodialysis catheter treatment.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.